Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: patient consequences? If yes, please specify. It was reported that the product code of the device is n231110, however it was not recognized in our system. Please confirm the correct product code. Lot number?

Event description:
It was reported that a patient underwent a debridement and suturing procedure on (B)(6) 2024 and suture was used. During the procedure, the suture broke when knotted. Violent use was ruled out, and the suture was immediately replaced to suture the wound. There were no adverse patient consequences reported. Additional information was requested.